Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had stimulation in the wrong location. It was noted the impedance testing, reprogramming, and x-rays were done. It was further noted the lead was replaced. The reporter stated that the x-ray determined that one of the leads moved down. The reporter further stated the patient had pain and less than 50% therapy relief at the lead location. It was noted the patient status at the time of this report was alive with no injury.

Event description:
It was reported that one of the patient¿s leads migrated down ¿a couple vertebral levels.¿ the reporter stated that the patient was not feeling the tingling or stimulation where she used to. It was noted that the patient did not want surgical intervention at this time. It was noted that impedance testing was done, but the results were not noted. The patient¿s status was noted to be alive without injury. The reporter stated that there was no patient symptoms or complications associated with this event. It was later reported that the impedances had been within normal limits and everything was fine. The reporter stated that an x-ray was taken and it was found that one of the leads had fallen down 2 vertebral levels. It was noted that the patient did not get stimulation the way she used to. The reporter stated that the patient did not want the device taken out nor did she want to have a revision done to move the leads back up. The reporter stated that the patient was doing good with the adjustment, but the over stimulation was not as good as it was when the lead was higher. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient was doing great. The reporter stated, the lead was turned on and everything was perfect. The reporter further stated, the patient felt parasthesias everywhere they needed it.

Event description:
Additional information received reported the patient had an appointment scheduled for 2014 (B)(6) to turn stimulation on.